Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -06264. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to pain attributed to femoral and acetabular aseptic loosening. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed there was no adverse event.